Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. The cause for the test failure was isolated to broken solder connections at inductor t3 pin 4 on the monitor defibrillator board. The root cause for the defective inductor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.